Event description:
It was reported during implant procedure that the right ventricular lead and left ventricular leads displayed high pacing impedance. Neither was implanted. There were no patient consequences.